Event description:
Facility reported a pt came into the clinic with peritonitis. Pt stated the extension set had leaked. The set was put on in may, 1998. The staff also saw the leak, "section of tubing that enters the red pt connection end". No growth on the culture from the pt, however the effluent was cloudy and white blood cells were at 700. The pt rec'd vancomycin. The extension set was changed. The sample is available for examination.